Manufacturer narrative:
The returned product was visually inspected and no abnormalities were observed. The pump was run in a basin of water and a high motor current pump stop was reproduced. The pump was restarted and the pump activated and ran with normal flows until an abrupt high motor current pump stop occurred. The pump electrical resistances were all within specification. The CT scan revealed that the pump bearing retainer had wear and that the balls were out of position.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old black or african american female patient had impella 5.0 pump inserted. The pump stopped during use.